Manufacturer narrative:
A philips remote service engineer (rse) evaluated the device with the customer biomed and confirmed the touch screen would not respond to touch. All other functions such as screen and alarms operate normally. The rse determined a touch screen replacement was the recommended action and the part was supplied to the customer. The final disposition of the unit remains unknown because additional information was not provided. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint from customer biomed reporting a touchscreen failure on a v60 ventilator. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. A philips remote service engineer (rse) evaluated the device with the customer biomed and determined the touch screen would not respond to touch. All other functions such as screen and alarms operate normally. The rse recommended a touch screen replacement, and the part was supplied to the customer.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested and passed all flex cable resistance verification testing. The pil technician also verified that the touchscreen passed all resistance ratio testing. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found conclusion.